Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 7.5-9.5cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasions were noted at 8.3-9.0cm and 12.5-14.0cm from the distal tip. The rv conductor etfe coating was abraded at these locations. Internal insulation abrasion was noted at 13.0-14.0cm from the distal tip. The sensing conductor etfe coating was abraded at this location. Inner coil lumen abraded at 13.1cm and 27.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 27.5-28.2cm from the distal tip. The rv conductor etfe coating was abraded and the inner coil was exposed at this location. These etfe abrasion and exposed inner coil locations are consistent with the observation from the field of noise and oversensing.

Event description:
It was reported that non-sustained lead noise due to oversensed noise was observed on a remote transmission. The lead was explanted and replaced successfully.